Event description:
During a coronary drug eluting stenting treatment procedure, retrieval difficulty occurred. The target vessel was predilated. The phisician attempted to introduct the taxus liberte 3.0x16mm drug elutin stent into the ostium of the right coronary artery, but was unsuccessful. The physician went to retrieve the device but was unable to remove it as it was stuck in the proximal portion of the guide catheter. The physician hd to remove everything as a unit. No patient complications occurred. This product is only approved but is is similar to a marketed us device.